Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The cause of the reported break cannot be determined; however, the entrapment is a result of the guide break. In this case, it is possible the guide was damaged during insertion and broke during suture deployment; however, this cannot be confirmed. The subsequent treatments appear to be related to the circumstances of the procedure. The reported patient effects of hemorrhage is listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported this was a closure using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. The suture of the first prostyle device was successfully pre-placed. Reportedly, a cuff miss [suture retrieval issue] occurred with the second prostyle device. Upon deployment of the third prostyle device, the guide broke but the device was held together by the actuator wire. A cut down was performed to retrieve the third device and close. The patient required extended hospital stay due to blood loss (half a liter). There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.